Manufacturer narrative:
Block h6: imdrf code a050207 captures the reportable event of difficult to remove imdrf code f14 captures the reportable event of prolonged episode of care d5 implant date: date is estimated (B)(6) 2024.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was implanted on an unknown date. On (B)(6) 2025, during the explant procedure, the balloon was porous and very difficult to get out. The procedure time was over 3 hours. No patient complications were reported as a result of the event. Procedure was successfully completed. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was implanted on an unknown date. On (B)(6) 2025, during the explant procedure, the balloon was porous and very difficult to get out. The procedure time was over 3 hours. No patient complications were reported as a result of the event. Procedure was successfully completed. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a050207 captures the reportable event of difficult to remove. Imdrf code f14 captures the reportable event of prolonged episode of care. Block d6a: implant date: date is estimated on (B)(6) 2024. Block h11: device evaluation summary: the orbera365 intragastric balloon was returned for analysis. The returned balloon was returned deflated, and some holes were observed in the balloon surface. The customer provided a picture where it can be observed the balloon is deflated and outside the patient anatomy, longitudinally torn and has two holes. The reported event of device difficult to remove was not confirmed with the evidence provided by the customer and testing of the returned device. The reported event of prolonged episode of care could not be confirmed because it happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. Therefore, this event is classified as cause not established. The balloon was seen torn and had two holes in the photo provided by the customer. Most likely procedural factors such as handling of the device and the technique used could have resulted in the damages. For these issues found during analysis the most probable root cause is adverse event related to procedure. With all the available information, boston scientific concludes that that the most probable root cause for the event is no problem detected. A labeling review was performed, and evidence was found to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.